Event description:
While inserting a 2.0mm x 24mm asnis cannulated screw, the tip of the screwdriver blade broke in the screw recess at the time the screw was passing through subchondral. Another identical device was immediately available and procedure was completed as originally planned.

Manufacturer narrative:
Investigation in process but not yet complete.